Event description:
It was reported that a patient underwent a gynecological procedure for urinary incontinence on an unknown date and mesh was implanted. Following the procedure, the patient experienced urge incontinence and recurrent urinary tract infections. Several examinations are being done to trace the cause of the genes. The mesh was operationally removed on (B)(6) 2021. Additional information has been requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure date of index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? Onset date/time of urge incontinence from the initial surgical procedure? Onset date/time of urinary tract infections from the initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please describe any medical intervention performed including medication name and results. Results of surgical intervention to remove the mesh? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: (B)(4).